Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm. The customer's blood glucose reading was 195 mg/dl. During troubleshooting the customer changed the battery to a new one but the insulin pump alarmed failed battery test. The buttons were also unresponsive and the menu scrolled on its own. The customer did not recall any significant events leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: no frozen screen noted. Unit time/clock moved. Unit received with button error alarm and had unresponsive bolus express and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.